Manufacturer narrative:
Evaluation: results: the complaint was visually confirmed for high impedance. As received, the octrode lead had a kink with all wires broken. When a swift-lock anchor was aligned to the cam impression, the kink corresponded to the distal end breakage. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient could no longer receive effective therapy. The patient had a fall. An impedance check revealed high impedances on multiple contacts. Compression marks were found on the lead where the anchor was located. As a result, the patient's scs system was explanted and replaced with a new scs system. The issue has been resolved by surgical intervention.